Event description:
On (B)(6) 2012 at 9am, the patient reported the alleged issue first occurred. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2012 at 9:30am she had more exercise than usual. The patient reported a couple of hours after the issue began, she developed symptoms of being tired, lightheaded and blurry vision. It is unclear if the patient associates these symptoms with high or low blood glucose. The patient reported on (B)(6) 2012 at 11:15am, she was advised by a health care professional to self administer "liquid glucose." At the time of troubleshooting, the cca determined the patient was using the correct test strips, and the correct testing process. The cca noted there was no misuse of the product and this was the first time the meter had been used. When the patient was prompted to press the power button, the error 2 did not occur. The alleged issues were not resolved with a retest. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis with the following findings: the complaint was not confirmed. However a secondary issue was found, on performance testing with control solution, the test strips were reading control solution high. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, the patient developed symptoms suggestive of a serious injury and required treatment to prevent further injury.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 respectively, with the following findings: the complaint was not confirmed. However a secondary issue was found, on performance testing with control solution, the test strips were reading control solution high. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.